Manufacturer narrative:
Upon visual inspection, air filter is dirty. The video processor (vp) was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The endoscope controller (ec) was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed no errors related to the original complaint were found. The potential root cause for this failure can be attributed to transient system issues from the vp and/or the ec modules. When communication through these components is interrupted, the system is placed in an unrecoverable soft-lock mode. The issue was resolved by replacing the vp and ec modules.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor and the endoscope controller. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a non-recoverable error 319 on the system. The error was pointing to the endoscope controller. The technical service engineer had the customer hard power cycle the system but the error returned upon the restart. The customer converted the procedure to laparoscopic to continue. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed there was no patient injury during the conversion.